Event description:
It was reported that the inflatable penis prosthesis (ipp) presented with fluid loss. A surgical procedure was performed, and the device was removed and replaced with new hardware. It was determined that the right cylinder had an out-layer break causing the device malfunction. No complications have been reported at this time.

Manufacturer narrative:
Model number/catalog number: 72404156. Serial number: n/a. Batch/lot number: 0138404007. Model/catalog description: reservoir 100 ml pc/iz. Unique identifier (UDI) #: (B)(4).